Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22-24 mm. Aneurysm and vessel morphology are unknown. The patient has a history of chronic obstructive pulmonary disease and coronary artery disease. The physician reported that there was a proximal endoleak after deployment of the bifurcated stent graft, and he was not satisfied with the position of the device. An aortic cuff was deployed proximally, but it was placed too low, inadvertently creating an aorto-uni-iliac device. A femoral-femoral bypass was performed to restore flow to the other limb. It was reported that final angiography demonstrated that the proximal type I endoleak was not resolved, and the decision was made to monitor the patient with a computerized tomography (CT) scan in 30 days. When the 22 french sheath was removed, the patient's blood pressure dropped, and it was reported that the left iliac artery or left external iliac artery was torn. The patient was intubated, and the artery was clamped while it was repaired. It was reported that the patient received 2 liters of blood and that the iliac artery was successfully repaired. The proximal endoleak was reported to have resolved. No clinical sequelae were reported, and the patient is reported to be fine.